Manufacturer narrative:
The product analysis did not confirm the reported allegation. Patient dissatisfaction was reported. The ams700 device was visually inspected and functionally tested. The cylinders and reservoir performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failure is not related to the reported dissatisfaction and will therefore not be considered the probable cause of the reported allegation. The product record review indicated that the reported events do not represent a new or unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to previous device was undersized. Previous device was removed and replaced with a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to previous device was undersized. Previous device was removed and replaced with a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.